Manufacturer narrative:
The patient reported a burn after treatment for hair removal. The patient was given topical aquaphor and cortisone cream for intervention purposes. There is no long term injury anticipated as it is reported that the patient has healed. The device was evaluated and there was some cosmetic damge to the handpiece, but the laser was operating within specifications. There were no other problems found. The treatment parameters were not able to be collected so the cause of the burn cannot be determined. This is reportable due to the medical intervention.

Event description:
Customer reported a patient that experienced a burn post laser treatment for hair removal. The patient was given topical aquaphor and cortisone cream as medical intervention.